Event description:
Interpositional arthroplasty was performed in 2008 and the patient received a right medial interpositional device for worsening medial compartment arthritis of the right knee. It is alleged that the device shifted and patient was in pain. Patient was referred to another orthopedic surgeon who recommended total knee replacement. Patient states that bilateral total knee replacements were scheduled for 2009.

Manufacturer narrative:
Interpositional arthroplasty was performed in 2008, and the patient received a right medial interpositional device for worsening medial compartment arthritis of the right knee. Patient states that bilateral total knee replacements were scheduled for 2009. Device history record review indicated that the device was manufactured to specification.